Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2021-14822. Device is not available for investigation.